Event description:
Procedure: ladg. According to the reporter, after firing, the clip could not be removed from the vessel. Additional manual suturing was done. The staff used another device. Oozing was under 200cc, and nothing fell into the patient cavity. The procedure was not extended more than 30 minutes. No patient info available. The device was caught on tissue. This resulted in damage to patient tissue/vessel. The surgeon applied suture as a leak preventative. There was no further surgical intervention.

Manufacturer narrative:
(B)(4).